Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm prime/fill anomaly due to compromised force sensor system alarm. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.

Event description:
The customer reported via phone call the insulin pump kept rewinding and pushing insulin out. The customer¿s blood glucose was not provided at the time of the incident but mentioned it was possibly high. Customer was assisted with troubleshooting. The customer stated they were unable to exit the "preparing to prime" loop. The insulin pump was returned for analysis.